Event description:
It was reported that during the procedure, physician attempted to pull subject stent for collection and the device was noted to have the tip of the delivery wire fractured/torn. The fractured piece was left within patient anatomy. Physician used another stent to fix the fragment piece to the vessel wall. The procedure was completed successfully and no further information was provided.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was received and the reported lot number was confirmed from the packaging label. During visual inspection, the sdw (stent delivery wire) was kinked bent. The sdw was broken/fractured. Functional testing was not conducted due to the condition of the returned device. As the sdw was found to be kinked and fractured. It can be presumed that procedural or anatomical factors contributed to this and therefore, this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, physician attempted to pull subject stent for collection and the device was noted to have the tip of the delivery wire fractured/torn. The fractured piece was left within patient anatomy. Physician used another stent to fix the fragment piece to the vessel wall. The procedure was completed successfully and no further information was provided.